Event description:
It was reported that during sterile processing, it was observed that the reciprocating micro saw device was corroded and not working. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drum was broken, thus not allowing completion of the pre-test. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.